Event description:
The patient reportedly experienced intermittency between the external equipment and the cochlear implant. External equipment was exchanged. Testing showed that the device was not functioning. Surgery date has been scheduled.